Manufacturer narrative:
Investigation of returned suspect mobile view station (mvs) interface (umbilical) cable was unable to replicate the reported issue. Mvs interface cable passed bench communications 100t and gbit testing as well as continuity testing. Installed cable on test imaging system and the system readied and communicated as expected. Charging, 2d and 3d imaging were successful. No problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this event. Event problem and evaluation: on 19-sep-2016, a medtronic representative went to the site to test the equipment and found the mobile view station (mvs) was intermittently losing connection with the imaging system. The umbilical cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. The mobile view station (mvs) interface cable assembly was returned to the manufacturer and an evaluation of the cable is in progress.

Event description:
A site representative reported that the image acquisition system (ias) would not connect to the mobile view station (mvs). During trouble-shooting, it was determined that the interconnect cable needed to be replaced. No patient was present when this event occurred, so no patient demographics are applicable.